Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 support and during support, the patient had a gastrointestinal bleed. There were concerns about red streaking in recent stools. Gastrointestinologist was consulted and heparin was withheld. Support was continued.